Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 2: other mfg report number: 1651501-2017-00016. It was reported that during the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stem trial broke off of stem trial handle and was lodged in the patient¿s humeral canal. After resection of the patient¿s bone to gain exposure to the instrument, the surgeon was able to retrieve the stem trail with the use of a vice grip instrument. The event lead to 40 minutes surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation on june 9, 2017. Results: the instrument was not returned; therefore, a failure analysis could not be conducted. DHR review; the lot number for the humeral stem handle not known, therefore the manufacturing records could not be identified and a DHR review could not be conducted. Complaints history; a review of complaint records in the software during the last 5 years found 7 humeral stem trial handle complaints reported for breakage. During that period of time, there have been approximately 2679 tss surgeries reported. This represents a complaint rate of 0.26% (7/2679) as some of the reported events were associated with a serious severity level, this indicates an adverse trend. Conclusion: at this time, the root causes for this incident could not be determined with the available information. Based upon previous incidents, the cause of the device breakage may have resulted from the user¿s technique, such as mallet selection used for impaction or material/heat treatment combination resulting in a failure after repeated impacts. Patient physiology, such as dense or hard bone may also have contributed to the breakage in the device. Breakage may have occurred due to over use of the device.